Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that interaction with the anatomy or introducer sheath during advancement caused the stent to dislodge; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, the stent of the 7x59 mm omnilink elite stent delivery system (sds) slipped off of the balloon after prep, prior to use, in the sheath. There was no reported device use or patient involvement. Another, same size omnilink elite stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.